Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. A pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. No data was available to review. The reported defect could not be found or duplicated. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.